Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the iol has rotated twice. The initial rotation occurred 24 hours following the implant procedure. The patient complained of blurry vision at that time. On follow up, the surgeon noted that her axis was at 16 when he placed the lens at axis 121. The surgeon repositioned the lens for the first time at an axis of 120. The uncorrected vision improved at the same day post op. Thirty hours later, she complained of blurry vision once again. The surgeon saw the patient again and noted that her axis had rotated to 165. Additional information has been requested.